Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 2017865-2021-27652. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The right atrial (ra) exhibited noise. Programming changes were made. The patient was in stable condition.

Event description:
Additional information received indicated the patient presented in clinic with additional noise episodes on both the right ventricular (rv) lead and right atrial (ra) leads that were being over-sensed. They were reproducible with isometrics. Tachy therapy was disabled to proactively prevent any unwanted therapies. The rv lead was capped and replaced on 01 aug 2023. Further information was requested but not received.

Event description:
Additional information received indicated the right ventricular (rv) lead was not capped and replaced on (B)(6) 2023 as initially thought. The superior vena was damaged, and the physician could not maneuver the cardiac anatomy as intended, so the rv lead was left in place. The system was deactivated to avoid inappropriate therapies or pacing inhibition. The patient was stable throughout the procedure.